Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) and device manufacturer representative regarding a patient receiving morphine (50 mg/ml at 12.53 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The patient had heard the pump alarming for a few weeks. The logs showed the motor stall occurred on (B)(6) 2016. The patient had complaints of increased pain. The reporter denied any electromagnetic interference (emi) or magnetic interaction. The patient was given oral opiates. The change in therapy/symptoms was noted as gradual. It was later reported the pump was to be replaced on (B)(6) 2016. The issue had not been resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' The logs indicated a stopped pump period may exceed tube set occurred on (B)(6) 2016 at 13:11. If additional information is provided, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump (B)(4) was returned for analysis. Analysis of the pump found a gear train anomaly of corrosion, wear, or lubrication and a stall due to shaft bearing.

Event description:
Additional information received reported that per the patient about 6-8 months ago a dye study test was performed and healthcare provider didn't find any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.